Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient with an implantable pump. On (B)(6) 2020, it was reported that the patient had an explant planned for (B)(6) 2020. However, the surgery was aborted the day of due to an infection. The patient left the hospital after several days against medical advice.